Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, after the cartridge was empty the customer was able to withdraw over 100 units of insulin. The customer's blood glucose level was 209 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.